Event description:
It was reported that the patient presented for aveir leadless pacemaker (lp) implant procedure. It was noted that the delivery catheter tethers had sustained damage and failed to allow separation by the lp. The lp was not implanted during the procedure on (B)(6) 2025. The patient was stable.

Manufacturer narrative:
The reported event of separation failure was not confirmed. Final analysis, however, found helix length was out of specification, consistent with implant damage. The inner diameter of the device docking button where the bullets on the tether interact was within specification. No further issues were detected. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.